Event description:
It was reported that during a da vinci hysterectomy procedure, the staff reportedly observed the mega needle driver instrument would not work, and subsequently noticed a broken wire. There were no missing and/or fallen pieces reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist measuring roughly .642. The cable broke under tensile loading. The other cables at wrist were not damaged. The cable wear on pulleys combined with the high grasping force and large fleet angle between proximal and distal pulleys likely contributed to the breakage. There was no other damage found.